Event description:
Initial report: this non-serious case report from (B)(6) was received from a nurse on 11-aug-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who received poly-l-lactic acid (sculptra) therapy on (B)(6)2008, (B)(6)2008, and (B)(6)2009. Following her third treatment, the patient developed a raised bumpy nodule in her cheek. The nurse saw the patient again last month and she had numerous lumps all over her face, which were not visible, but palpable. These were present at almost every injection site. The reporter mentioned that the patient is a sun worshipper who likes to sunbathe. Relevant medical history and concomitant medication information were not mentioned. Corrective treatment/outcome - unknown. (B)(4)